Manufacturer narrative:
During routine service at right way medical, the device was observed to have no audible alarms. The speaker was nonfunctional, resulting in the absence of sound when keys were pressed, as well as no audible indication when the infusion was complete. A review of the device¿s serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component-related issue. The problem was successfully resolved by replacing the speaker assembly. (B)(4).

Event description:
During routine service at right way medical, the device was observed to have no audible alarms. The speaker was nonfunctional, resulting in the absence of sound when keys were pressed, as well as no audible indication when the infusion was complete. No patient involvement was reported.